Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent re-intervention and a cook® zenith® renu aaa ancillary graft (rx1-32-43-zt/4398102) and an additional gore® contralateral leg component were implanted. The patient tolerated the procedure.

Manufacturer narrative:
Patient medication history includes but is not limited to: alprazolam 1mg tablet, metoprolol succinate ER 50mg tablet, ranitidine 30mg tablet, aspirin 300 mg rectal suppository, nitrostat 0.4mg sublingual tablet, spriva with handihaler 18mcg & inhalation capsules, no known drug allergies. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to; endoleak.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for an enlarging abdominal aortic aneurysm and an associated right common iliac artery (rcia) which extended distally into the right internal iliac artery (riia). Embolization was performed on the riia using multiple coils and amplatzer plugs. The main body of the gore (tm) excluder (tm) aaa endoprosthesis was advanced up the left side and deployed with the contralateral gate on the right side. The gate was cannulated and a gore (tm) excluder (tm) contralateral leg component was advanced and deployed within the gate and extended distally across the embolized riia down into the right external iliac artery (reia). Balloon angioplasty was performed on all connection points and completion angiography showed successful aneurysm exclusion and occlusion of the riia. A slight type ii endoleak was noted but not treated. The patient tolerated the procedure without complication. On (B)(6) 2015, the patient underwent re-intervention for a proximal type I endoleak and right distal type I endoleak. A cook (tm) zenith (tm) renu aaa ancillary graft ((B)(4)) was implanted to extend the originally implanted trunk ipsilateral leg component and an additional gore (tm) contralateral leg component was implanted to distally extend the originally implanted limb in the reia. The patient tolerated the procedure successfully with no obvious endoleak. No aneurysm enlargement was reported.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.